Manufacturer narrative:
The investigation determined that lower than expected vitros k+ quality control results were obtained following a k+ reagent calibration event. The investigation determined the most likely assignable cause to be user error due to reconstitution of the calibrator fluids used to perform the calibration. The calibrator fluids were reconstituted with a non-volumetric pipette, which could be more inaccurate than the 3ml volumetric pipette. After reconstituting alternate vials of calibrator kit 2 with a 3 ml volumetric pipette and recalibrating the same reagent lot, acceptable vitros k+ quality control performance was observed. There was no evidence to suggest a malfunction of the vitros 350 chemistry system or vitros k+ reagent lot 4102-0945-8715 contributed to the event. No patient results were reported using the affected vitros k+ reagent lot during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event.

Event description:
A customer observed lower than expected vitros k+ results obtained from a single level of quality control fluid (3.20, 3.93, 4.3, 4.79, 4.8, and 4.4 mmol/l) compared to the expected result (5.6 mmol/l) when tested on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).